Event description:
It was reported that the patient stated: "I can't tolerate activity anymore. A few weeks ago, I could walk without problem and now I can't even walk across the parking lot." The patient stated they have complete heart block and the "rate response is not on." The patient also stated "they are trying different settings." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4469 competitor implantable pacing lead, (B)(6) 2013. (B)(4).